Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed soreness and pain at the sensor insertion site which prompted him to remove the sensor early. Upon sensor removal, he noticed signs of an infection that consisted of redness at the needle puncture site. He applied otc neosporin ointment to the site. By on (B)(6), the patient noticed pus formed at the site. He continued to apply neosporin, but it was ineffective. On (B)(6) 2025, the patient consulted his physician and received a prescription for an oral antibiotic (amoxicillin, unspecified dosage twice per day for 10 days). They collected a swab test sample which came back negative. At the time of the report, the patient was still taking the antibiotic and stated that the pus and redness had already subsided and there is only a light brown scab at the insertion site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).